Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The complaint device was returned. The reported irregular texture was confirmed although the reported difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion with no tortuosity and moderate calcification in the mid circumflex artery. The balance middleweight (bmw) guide wire was advanced to the target lesion and direct stenting was to be performed with a 3.0 x 12 mm xience prox stent delivery system (sds). The sds was placed over the guide wire, but would not advance far enough to cover the lesion due to resistance with the bmw guide wire. The sds was withdrawn from the patients anatomy and the tip was flushed in an attempt to try to dislodge any material stuck inside; there was no material noted. The sds was re-inserted onto the bmw guide wire, but would not advance. The sds and bmw guide wire were withdrawn and the sds was re-inserted onto a non-abbott guide wire, but the sds would not advance over the new guide wire as well. A new 3.0 x 12 mm xience was advanced using the non-abbott guide wire to finish the procedure successfully. Upon examination of the bmw guide wire, a small rough section was noted near the junction of the distal segment of the guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the proximal coils were stretched and separated. The shaping ribbon and core were confirmed to be intact.